Event description:
A home patient (hp) reported a system error (se) 2240 during dwell 5/5 on their home choice (hc). The technical service representative tsr) advised hp that air has entered setup. Tsr had hp recycle power and se 2367 alarmed. Tsr advised hp therapy has ended and will need to complete therapy with manual supplies or start over with new supplies and remember he left off in dwell 5/5. Hp stated he will complete therapy with manual supplies. Tsr advised hp will need to inform peritoneal dialysis renal nurse of se 2240. Tsr had hp recycle power again to press 'go to start'. Hp will use manuals to complete therapy. No clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, the lot number was unknown therefor a batch review was not performed. The root cause could not be determined.